Event description:
The customer called into technical support (ts) reporting that they can take into avap mode but cannot take it out of avap mode. The nav-ring is bad. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Additional information received reported that the device was being set up for patient use when the issue occurred. No delay of patient therapy or patient harm was reported. The fse initially recalibrated the touchscreen to resolve the reported issue, however the issue reoccurred numerous times so the customer replaced the front bezel to resolve the reported issue. The front bezel was returned for failure investigation. Previous investigations have shown that liquid ingress due to variability of the assembly process was the root cause of the reported navigation ring failure.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Found touch screen needed calibration. The fse recalibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.